Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement and self test or verify keypad unresponsive or button error alarm, missing segment or partial display and back light due to physical damaged to lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display as the segments of the display screen were missing. The customer's blood glucose was unknown at the time of incident. The buttons of the insulin pump were unresponsive. The back light of the insulin pump was also not working despite of changing the battery. Self test was performed and the segments of the display screen of the insulin pump were found missing. Troubleshooting was not performed and the device will not return for analysis.